Manufacturer narrative:
Medwatch sent to FDA on 03/09/2017. Device labeling addresses the reported event as follows: the physician should also advise the patient that early removal of the balloon may be required if serious adverse reactions occur precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera¿ placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Clinical data does not exist to support use of an individual orbera beyond 6 months. The physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. All device-related adverse events in the orbera group (n=160), it is noted that 32 (20%) of the patients experienced constipation, and 14.4% (23 subjects) experienced dehydration.

Event description:
Reported as: a patient with the orbera intragastric balloon had "severe intolerance, cramping, pain and dehydration. Patient had constipation, later had bloody diarrhea for 2 days, bright red blood per patient. Patient also experienced nausea, vomiting and gastroparesis. Patient vomited food that the patient ate a long time ago. Went to urgent care and had 2 bags of IV fluids." Physician recommended the patient to go to the e.r. Physician also does not believe the bloody diarrhea is related to the balloon. Device was removed.

Manufacturer narrative:
Device evaluation summary: a visual examination was performed on the received balloon and the device was noted to be discolored, blue in color. Blue, white and brown particles were noted in the inner and outer surface of the shell. It appeared that there were two openings on the radius of the shell. A valve test was performed and the flow of di water was continuous and unobstructed. An air leak test was performed, and leakage was noted from the balloon radius. One opening was noted, it appeared as though the opening had missing material from the device shell. Under microscopic analysis, the opening was noted to have striated edges, consistent with damage from removal tools. Two non-penetrating nicks were noted on the radius of the device, consistent with device removal activities. Brown particles were noted in the valve channel/hole.